Event description:
A dealer removed the tire from the device and gave it to a service attendant at a gas station for inflation. The service attendant used a high pressure hose, which overly inflated the tire, exceeding pride's recommended pressure of 30-35 psi as stated in the owner's manual. The tire exploded, resulting in loss of sight in the right eye for the service attendant.